Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, three electronic photos were provided for review. All the three photos shows partial view of drainage catheter in which the thread was noted in the distal tip of the catheter. The trocar needle was noted to be protruding from the catheter tip. Though, the trocar needle tip was noted to be protruding in the photos, it is not sufficient to determine whether the device meet specification and the issue cannot be verified without physical samples. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported length of trocar needle is longer than catheter issue for all the three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an ultrasound guided ascites percutaneous drainage procedure using navarre opti drain catheter. Prior to the procedure, it was noted the length of trocar needle was allegedly longer than the catheter. The procedure was completed using another device. There was no patient contact.